Manufacturer narrative:
Product investigation completed. Product analysis confirmed pump functional test failures which can be concluded to be the most probably cause of the reported events. Based on the results of this investigation no escalation is required.

Event description:
It was reported that the patient was not able to pump an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing pump was removed and replaced for a new one. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient was not able to pump an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing pump was removed and replaced for a new one. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.